Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, a noisy image occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had image cut out and then came back but had interference and lines. The issue was found during a diagnostic flexible sigmoidoscopy procedure. There was a delay of less than 30 minutes and the procedure was completed with an olympus back-up device. There were no reports of patient harm.